Event description:
It was reported that this atrial lead sustained insulation damage during a procedure to revise the associated right ventricular lead. The lead was repaired, but has since exhibited low sensing measurements and pacing impedance measurements less than 200 ohms. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).